Manufacturer narrative:
Patient date of birth received.

Manufacturer narrative:
Pending patient date of birth. The software investigation was unable to determine root cause since the analysis of the log file was inconclusive.

Event description:
Medtronic received information regarding an imaging system intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that after the imaging system was brought into the operating room the radiological technologist noticed that the buttons on the pendant were not responding when they pressed. The issue occurred when trying to un-dock the imaging system. The resolution was confirmed on call and the imaging system was fully functional after the reboot. The issue extended the surgical time by 6 minutes.